Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the carotid artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at working pressure for few seconds, the balloon ruptured. The patient's blood pressure increased but the physician noted no relationship with the ruptured balloon. The device was simply pulled out from the patient's body and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable.